Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds, # (B)(4), monitored values were fluctuating high and low while in use on a patient. Evaluation summary: the investigation of the device was completed, with results as follows: on power up of the device at a service center during the investigation it was noted that the nitric oxide (no) monitored values were fluctuating. The root cause of the fluctuating no values was identified as fretting corrosion at the connector end of a 20 conductor ribbon cable. The cable was replaced, a full system check was performed and the unit operated according to specifications. Fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds # (B)(4) monitored values were fluctuating high and low while in use on a patient. The customer contacted (B)(6)technical support, but refused to troubleshoot the device. The device was switched out and no adverse event was reported. The device was removed from service by the customer and returned to the company for investigation.